Manufacturer narrative:
Insulin pump received unable to performed the displacement test and missing segments/partial display anomaly due to cracked and bleeding lcd noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump screen was scratched and unable to read. Customer¿s blood glucose was 75 mg/dl at the time of incident. The insulin pump will be returned for analysis.